Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the touch screen would function intermittently. Restarting the computer resolves the issue but reoccurs after some time. Replacing the transceiver resolved the issue. The system then passed the system checkout and was found to be fully functional. The transceiver has been received by the manufacturer for evaluation. The transceiver was returned to the manufacturer for analysis. Analysis found that the part did not have usb functionality. Host led on the usb input does not light up when the usb was present and a rattling noise could be heard from inside the cage. Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The transceiver was returned to the manufacturer for analysis. Analysis found that an incorrect usb board was installed to the transceiver. The usb chain works when paired with different transceiver. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue was due to hardware and not software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the touchscreen was intermittently losing touch function. The site stated a system reboot usually resolves the issue. There was no patient present.